Event description:
It was stated that the customer attempted to give a bolus of three units, but the insulin delivered 15 units. It was stated that the insulin pump beeped and vibrated, but there was no message on the screen. The insulin pump then gave a button error alarm, which could not be cleared. The customer then stated that she was hospitalized for high blood glucose. No blood glucose reading was reported. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow, once the analysis has been completed. No conclusion can be drawn at this time.